Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose level was 14 mmol/l at the time of the incident. The customer stated that the air bubbles occurred 2-3 hours after use. The customer stated that he was able to remove the bubbles and give a correction bolus. The product was not returned for analysis.